Event description:
On july 8, 2006 the lay user/reporter contacted lifescan alleging that the one touch ultra2 was displying the "apply sample" message. The medical affairs specialist spoke with the patient on july 11, 2006 to obtain/verify the following information. The patient just opened the meter kit on july 7, 2006 and attempted to test on the meter but was getting the "apply sample" message. The customer care advocate verified that the patient was using the correct technique for applying blood and that the blood was being drawn into the test strip; however, the meter was not displaying a result. At the time of concern, the patient felt that she had symptoms of high blood glucose, which were dizziness and a headache. She also became nervous and frantic because she could not obtain a meter reading. Following the attempted use of the meter, the patient had a green apple, water and cactus juice, which she believes lowers her blood glucose. She then called her nurse who arrived shortly to help her with the meter. The nurse tried to help her with meter but could not get it to work; however, she checked her blood pressure and it was "fine." The patient drank more water and stated that she felt better afterwards. The patient stated that she takes metformin and glyburide for diabetes and had not made any changes to her regimen. This complaint is being reported because the patient was unable to obtain a meter reading while experiencing symptoms that could suggest she had high blood glucose levels. The patient did not have any test strips at the time of the call so the "apply sample" remains unsolved. The meter, test strips and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.